Event description:
It was reported that balloon rupture occurred. The 86% stenosed target lesion was located in the mildly tortuous and moderately calcified vein. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon break after being inflated. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reported facility name - (B)(6).

Event description:
It was reported that balloon rupture occurred. The 86% stenosed target lesion was located in the mildly tortuous and moderately calcified vein. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon break after being inflated. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reported facility name - (B)(6). The device was returned for analysis. Upon visual inspection, it was noted that the balloon was not folded, suggesting that the device had been subjected to positive pressure. A leak test was performed, revealing a balloon pinhole approximately 5 mm distal to the proximal marker band. According to specifications, the rated burst pressure for this device is 10 atmospheres. Further visual examination confirmed no damage to the tip or blades, with all blades intact and fully bonded to the balloon surface. Additionally, a visual and tactile assessment of the shaft identified no kinks or damage to the device.